Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, gas was leaking from the funnel lead in. It is unknown how the procedure was completed. There were no adverse consequences for the patient.